Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer stated that the alarm occurred when she went to prime a new infusion set. The customer stated that she went through multiple infusion sets, but the alarm persisted. The customer's blood glucose was 199 mg/dl. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised customer to do a complete set change as soon as possible. Advised the customer to call back in order to troubleshoot. Nothing further reported.